Event description:
The customer stated that the insulin pump gave a low battery and off no power alarm. The customer changed the battery, and was able to program the time and date. However, during the prime, the insulin pump gave an alarm. The customer was no longer able to use the insulin pump. Two days later, the customer went to the hospital due to diabetic ketoacidosis. The event was not insulin pump related as the customer had not been using the device for two days. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected low battery or battery out limit alarms noted. However, the insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Unable to perform the occlusion and excessive no delivery test due to the alarms.